Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. The customer¿s blood glucose level was 2.7 mmol/l at the time of the incident. The customer¿s current blood glucose level was 2.7 mmol/l. Customer was treated with food and juice. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.